Manufacturer narrative:
Product analysis: analysis was able to determine that the external pulse generator (epg)'s display wires were pinched with wire exposed. It was noted that the hanger assembly was cracked and the lower case was damaged. It was further noted that the main seal was damaged (sticking out). All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required test and calibration. It was noted that a request to repair the epg as needed was made also. The epg was returned to service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.